Manufacturer narrative:
The report event of loss of stimulation was confirmed. As received, visual inspection showed the returned lead had damage on the outer tubing and all the internal lead wires were broken. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo. The cause of the event is consistent with damage during use.

Event description:
It was reported the patient had lost stimulation. Surgical intervention was undertaken to address the issue. During the procedure it was noted the lead was fractured. The lead was explanted and replaced resolving the issue.